Event description:
It is reported that the patient experienced infusion set bent cannula on (B)(6) 2026 as patient did not regularly rotate site location, used only abdomen which leads to high blood glucose levels and got treated by correction injection via multiple drug injections. The replaced infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.